Event description:
It was reported that during procedure of a large vertebrobasilar aneurysm, treatment with the subject stent was planned and the microcatheter was used together with the guidewire to achieve proper super selective positioning. After thorough flushing and preparation, the subject stent was delivered through the microcatheter to the target site without resistance. The subject stent was positioned under standard technique and began deployment. At approximately mid-deployment, loss of pushing force of the guidewire occurred. Under fluoroscopic examination, the subject stent was found to be dislodged in the vessel, and further manipulation was not feasible. And, then the microcatheter was retracted to complete deployment of the remaining stent segment, which resulted in proximal migration of the subject stent toward the aneurysm. The distal portion of the dislodged subject stent failed to fully cover the aneurysm. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was not attached to the subject stent delivery wire (sdw). The sdw was found to be intact with no anomaly noted. The stent introducer sheath tip was slightly damaged. The stent and microcatheter were not returned. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the operator positioned the subject stent under standard technique and began deployment. At approximately mid-deployment, loss of pushing force of the guidewire occurred. Under fluoroscopic examination, the stent was found to be dislodged in the vessel, and further manipulation was not feasible. The operator then retracted the microcatheter to complete deployment of the remaining stent segment, which resulted in proximal migration of the stent toward the aneurysm. The distal portion of the dislodged stent failed to fully cover the aneurysm. The operator then used the original microcatheter to deploy a stent, which successfully covered the aneurysm¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were microcatheter, guidewire. No excessive force was applied at any point while advancing the stent within the microcatheter. There was no damage noted to the stent or the stent delivery wire (sdw) prior to use. The size of the stent was appropriate for treatment site. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire. The position of the stent was confirmed under fluoroscopy. The anatomical location of the treatment site was approximately 1 cm below the right vertebrobasilar junction. The second stent was used as bridging technique with the first stent. Product analysis found the subject stent was not attached to the sdw. The stent and microcatheter were not returned. The sdw was intact with no anomaly noted. The stent introducer sheath tip was slightly damaged which may have occurred while either advancing it through the rhv or while seating it into the microcatheter hub. As a result of the damage, the stent, during advancement may have become damaged and this may have contributed to the reported event. However, it should be noted the stent was performing as intended until the ¿loss of pushing force of the guidewire¿ was experienced mid-deployment. It is possible the stent encountered a force that dislodged it when this occurred. An assignable cause of procedural factors will be assigned to the as reported ¿stent dislodged/migrated¿ and ¿stent deployed prematurely during use¿ and as analyzed 'stent introducer sheath distal tip damaged' and ¿stent deployed prematurely during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure of a large vertebrobasilar aneurysm, treatment with the subject stent was planned and the microcatheter was used together with the guidewire to achieve proper super selective positioning. After thorough flushing and preparation, the subject stent was delivered through the microcatheter to the target site without resistance. The subject stent was positioned under standard technique and began deployment. At approximately mid-deployment, loss of pushing force of the guidewire occurred. Under fluoroscopic examination, the subject stent was found to be dislodged in the vessel, and further manipulation was not feasible. And, then the microcatheter was retracted to complete deployment of the remaining stent segment, which resulted in proximal migration of the subject stent toward the aneurysm. The distal portion of the dislodged subject stent failed to fully cover the aneurysm. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.